Event description:
The ceramic portion of the mitek vapr electrode tip broke off during use. The fragment was removed from the joint at the time of the event. Reported no pt injury as a result of this situation. If this were to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.